Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of "failed flow rate test" was reproduced. The device was tested for flow rate accuracy at a delivery rate of 40 ml/hr at a vtbi of 40 for a 60 mins. Run time. The delivered amount was 42.155 and the error percentage was at 5.3875. A review of the event history log revealed multiple occurrences of the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel and m2/m3 springs. The pressure plate travel requires adjustment and the m2/m3 springs requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate test. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.